Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 1 other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens implant procedure, the surgeon noticed impact on optic noticed upon unfolding after injecting in eye. The surgeon decided to explant the implant with preservation of the capsular bag and to proceed with a second injection with a new device. Additional information has been requested and received which states that the surgeon did not keep a note of the reference of the replacement implant. The surgeon saw the patient again. According to the surgeon, the patient "is doing well". The cornea is healthy. The surgeon will remove the corneal sutures in 15 days and will see the residual astigmatism in a month.

Manufacturer narrative:
Only the explanted lens was returned in a small plastic container. Viscoelastic and blood was observed dried on the lens. The anterior optic surface has a very large, deep gouge near the center of the lens. Additional scrape marks are observed near the deep gouge. The optic edge was torn from the edge to the optic center. The optic has additional small cracked areas. One haptic was broken in the distal area. The broken haptic was also returned in the plastic container. A qualified viscoelastic was indicated. The optic gouge was most likely interpreted as the reported complaint of "impact" on optic. The position of the lens during lens advancement cannot be determined. The location of the deep gouge on the anterior center optic suggests that the lens or plunger was in an unacceptable position for advancement. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. Information was provided that the 20.0 diopter lens was removed and replaced with a back up 20.0 diopter lens. The manufacturer internal reference number is: (B)(4).